Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Arjohuntleigh has received a complaint where it was indicated that a castor has separated from the chassis of the alenti hygienic chair during transfer. There was a patient on the chair when this malfunction happened. Fortunately, the resident was able to catch himself from hitting his head against the wall, while still having the chair attached to him by the safety belt. One of two assisting caregivers was able to catch the resident from falling. There was no incident reported and no injury. When reviewing similar reportable events, we have found a limited number of cases with similar fault description (castors loosened or broken off), which were found to be events mainly related to use errors including maintenance not being correctly performed, as per the device labeling. The number of claims registered in our complaint handling database for alenti with comparison to the number of sold devices (about 23 000) is considered to be acceptable. The device was evaluated by an arjohuntleigh representative, who confirmed that the castor fell off the chassis. When reviewing information from service technician it was noted that the castors were replaced six months before the event, and loctite was used. Since then, two other service visits were documented, but no sign of loose castors were noted. Basing on provided photographs, and after consultation with technical manager, we cannot confirm if the castor was installed correctly. But still, as per instruction for use (IFU 04.cd.02/8 gb dated on june 2004) provided for each device, the castors should be checked on weekly basis by the customer and any loose castor should be detected before any dangerous situation occur. "Check that the wheels are properly fixed and are rolling and swiveling freely. Clean with water. (The function can be affected by soap, hair, dust and chemicals from floor cleaning)" (IFU, page 24). Be aware that the customer weekly should also: visually check all exposed parts. Check of mechanical attachments (IFU, page 23). The age of the device is significant when this kind of the malfunction occurs. Looking at the date of the production of this device, it was manufactured in 2005 and has already passed its operational lifetime as identified in the device labelling a year ago. "The useful life of this equipment, unless otherwise stated, is ten (10) years, subject to preventative maintenance being carried out in accordance with the instructions for care and maintenance" (IFU, page 4). Unscrewed castor, such us investigated here, is unlikely to occur. Its occurrence might be accelerated by: lack of the preventive maintenance, degenerated loctite after a long period of time. The first two theories do not appear to apply here, as it appears the service inspection intervals were correct. Lack of loctite applied during the last castors change. This possible root cause can neither be confirmed nor excluded. The service technician states that the loctite was applied, but the pictures provided do not prove it with certainty. Blocked castor by hair and debris causing them to stop swirling over a long period of time while still being used, causing the loctite bond to be breached and turned loose, loosen castors, for example by mechanical impacts which are degenerating loctite connection, when loctite is not playing its role per severe impacts this cause progressive unscrewing of the castor screw. These theories appear possible; however we have no customer indication of the wheel being blocked previously or such a strong impact took place, nor any other proof that would allow us to conclude it. As a result, despite our best efforts, we cannot come to finding and presenting a root cause for this complaint. We have not been able to find any contributing manufacturing anomalies. The device was outside of its intended lifetime at the time of the event. This complaint is reported in abundance of caution. The device was being used for patient care at the time of the event, it was not to specification due to the user not having followed the lifetime indications in the labelling. The device did not play a role in an actual adverse event.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh has received a customer complaint for alenti bath chair. It was reported that during the transfer of the resident after a bath, the personal service worker pulled the chair backwards and rotated it. The front castor bolt fell off. Due to the momentum, the chair fell forward and to the left. The resident was able to catch himself from hitting his head against the wall, while still having the chair attached to him by the safety belt. The second personal service worker from the front was able to catch the resident from falling. Neither the resident nor patient was injured.